Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. There was no reported impact to customer's blood glucose level. Customer declined tandem technical support's offer to perform a pump system check. Upon follow up, customer reported that after the sensor was changed, the issue was resolved.